Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when a patient presented in-clinic for a system explant due to an unrelated infection, the stylet was unable to be inserted into the lead. The lead was explanted successfully. The patient was doing well post-procedure.